Event description:
A medtronic representative reported that the clamp driver instrument was stripped. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic investigation of returned suspect device finds that the tip of the driver was well worn and rounded over. Despite the wear, the driver was still functional being able to adjust a spine clamp without issue. The reported event was confirmed. The most likely root cause was that the driver was worn out over time due to excessive force applied to the tip of the instrument.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.